Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the lens was explanted. Additional information has been requested and received stating that the reason for the explant was patient expressed dissatisfaction because, despite the implantation of the company lens, she reported insufficient visual acuity in the intermediate and near vision ranges. She stated that the result did not meet her expectations and that this significantly impaired her quality of life. Symptoms were resolved. The lens was explanted and replaced with a non-company lens during secondary procedure. There are two medical reports associated with this patient. This is for right eye.